Event description:
At 5:38am the customer received a blood glucose reading of 127mg/dl. He took 27units of long acting insulin. About 90 minutes later, he retested on the meter and the reading was 36mg/dl. He was not able to focus, was antsy and had black spots in his eyes, which was typical for him when he had low blood glucose. The following morning at 6:00 he received a blood glucose reading of 175mg/dl and felt the same symptoms. Approximately 20 minutes later he retested and received a reading of 32mg/dl. He did not adjust diet or medication. Customer was advised to return the test strips for investigation. New meter and strips were sent to him.